Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07170, related manufacturer reference number: 2938836-2020-07171, related manufacturer reference number: 2938836-2020-07172. It was reported that the pacemaker system was explanted due to infection. The patient was stable.